Event description:
According to the rptr: on first firing across renal vein, the handle became stiff and locked up while firing. The procedure was converted to open. The instrument was removed after clamping the inner side of the vein, and the surgeon manually sutured to recover. Pt status reported as ok. No other pt info available.